Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified limb vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The device was inflated twice at 0 atmospheres and the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.